Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board, cine drive, hard drive, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a 'cine disk not available' error upon boot up. This would prevent the cine function from operating. There is no report of injury or death associated with the event described in this complaint.